Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance. The lead was capped and replaced successfully on (B)(6) 2016. No additional information was available.